Event description:
Report received of an unrequested bolus dose delivery. The patient was receiving a continuous plus bolus infusion. The pump parameters and medication infusing were not specified. Reportedly, the patient was allergic to the medication that was infusing and complained of itching at the peripheral IV site. The medication was discontinued and an unspecified dose of benadryl was given. The nurse started a different unspecified medication and reprogrammed the pump in the presence of another nurse. After the syringe was changed, the nurse observed that the pump "kept beeping". Approximately 2 hours later, the patient stated that they had "never hit select"; however, they had received an unspecified number of bolus doses. The nurse reported that the amount of medication given did not exceed the programmed 4-hour limit. The exact amount of medication given could not be recalled. The patient did not experience any adverse effects. Though requested, there was no further information available.